Event description:
It was reported that (B)(6) old female patient underwent a right peripheral intervention procedure on (B)(6) 2014. Peri-procedure, the patient was anti-coagulated with heparin. Access was obtained via a 6f sheath. Following the procedure, the physician selected a mynxgrip (6f/7f) vascular closure device to close the access site. No complications were experienced during the device deployment. Approximately 30 minutes after the deployment, the patient's blood pressure and pulse dropped significantly. The physician brought the patient back and accessed from the left side to find that the patient was actively bleeding into the retroperitoneal space. The physician then placed a covered stent in the right sfa (superficial femoral artery) to stop the bleeding. The current side (left side) was closed with manual pressure and a syvek patch. Manual pressure was held for almost an hour because the patient would not stop bleeding from the left side where the syvek patch was placed. The patient received 14 units of blood and then passed away.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported death and it's relationship to the mynxgrip device and/or mynx procedure could not be conclusively established. A review of the lhr was not possible as the lot number was not provided.